Event description:
The customer reported a visit to the emergency room. The blood glucose reading was 564 mg/dl. The customer was treated and the blood glucose was brought down. The customer was not admitted to the hospital. The customer stated that the event occurred after changing the infusion set, the blood glucose level rose and that the cannula had been kinked. The customer had been attempting to treat the high blood glucose with the insulin pump and it continued to rise. The customer was only observed at the emergency room because the insertion site had already been changed and the blood glucose was coming down. No product will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.